Event description:
It was reported to boston scientific corp that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, when the device was removed from the package and handed to the doctor it was noted that the jagtome could not be introduced through the scope. Upon inspection of the product, it appeared that the tip of the jagtome was bent. The procedure was completed successfully with another jagtome rx sphincterotome. The pt's condition at the conclusion of the procedure was reported to be stable. Additional info was received from the complaint investigation site: on receiving the device and conducting a preliminary investigation, it was noticed that the tip was smashed and cracked.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).